Event description:
On (B)(6) 2013 it was reported that there was no fracture identified. It was stated that the high impedance was first observed on (B)(6) 2012, but an x-ray performed on (B)(6) 2012 could not identify the fracture. The high impedance was observed again in the operating room on (B)(6), 2013. The vns device was programmed off to 0ma on (B)(6) 2012. No vns diagnostic data or settings were provided. The patient's condition was characterized as refractory generalized epilepsy, exclusively "ansence" subtype, with numerous events daily. No patient manipulation or trauma occurred which would have caused or contributed to the event. Both the lead and generator were replaced on (B)(6) 2013.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the manufacturer's records for the generator and lead confirmed both generator and lead met all final testing specifications prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Additional information was received that the explanted product was discarded. No other information was provided.

Event description:
Product return attempts have been made; however, the product has not been returned.

Event description:
It was initially reported that the patient would be undergoing a replacement surgery for unknown reason. Additional information was found which indicated that the lead revision was for a lead fracture and the generator replacement was due to prophylactic reasons. The surgeon's office stated that no x-rays were taken prior to surgery and no patient manipulation or trauma caused or contributed to the fracture. No additional information was provided. Attempts have been made for additional information; however, no further information has been provided.